Event description:
Information was received indicating that this ambulatory infusion pump exhibited alarms due to blockage, however the patient had checked the tubing to ensure it was unclamped and there were no kinks. The pump continued to alarm every 30 minutes about 3-4 times even after changing the tubing. No adverse patient effects were reported.